Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The 4;1 cutting block was used and pin pulled out of block during removal.

Manufacturer narrative:
An event regarding pin disassociation of a triathlon guide was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The device was returned with the disassociated fixation peg and one peg assembled. This confirmed the reported event. Conclusion: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, seabrook international, had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
The 4;1 cutting block was used and pin pulled out of block during removal.